Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "clinical course for pancreatic necrosis and pancreatic pseudocysts due to severe acute or chronic pancreatitis," by stefano fusco, et al. Per the article, a retrospective observational single-center study examined patients with severe pancreatitis on 46 patients from january 2014 to december 2020. Of the patients, 27 developed walled-off necrosis (won) and 19 developed pancreatic pseudocyst (ppc). Seven patients received treatment with lams, including two from the won group and five from the ppc group. One patient succumbed to intraperitoneal bleeding following a necrosectomy performed two weeks earlier at an early stage of acute pancreatitis (ap).

Manufacturer narrative:
Block b2: the exact date of the patient's death is unknown. The provided date of patient's death of january 31, 2014, was chosen as the best estimate based on 30 days from the retrospective study start date of january 2014. Block b3: the exact event onset date is unknown. The provided event date of january 1, 2014, was chosen as the best estimate based on the retrospective study start date of january 2014. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: stefano fusco; greta m. Hanke; karsten buringer; lisa minn; gunnar blumenstock; ulrike schempf; martin gotz; nisar p. Malek; dorte wichmann; christoph r. Werner. "Clinical course for pancreatic necrosis and pancreatic pseudocysts due to severe acute or chronic pancreatitis." Therapeutic advances in gastroenterology 2024; vol. 17: 1-14. Block h6: imdrf patient code e0506 captures the reportable patient complication of intraperitoneal bleeding. Imdrf impact code f02 captures the patient death.